Manufacturer narrative:
H2/h6: the software analysis was complete. There was insufficient information to determine if the software contributed to the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event caused a surgical delay of approximately one hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) no hardware parts have been received by the manufacturer for evaluation.  Codes: b17, c20, and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial biopsy procedure. It was reported that the surgeon chose the magnetic resonance (mr) images to be used, confirmed merge. There were no errors demonstrated on the choice of imaging. However, one of the images was missing anatomy (nose tip), and had depressions/scatter around eyes from patient wearing goggles during scan. The surgeon was told that registration may be difficult due to missing anatomy. The site proceeded to register and began tracing on the patient in prone position. Many surface traces were done, but they were not getting accurate navigation. The field representative (rep) suggested removing tape from patient's nose and forehead to allow for accurate tracing. The surgeon removed only the tape from the forehead and refused to move the tape on the nose. The rep demonstrated how to use the passive planar with less pressure and where to trace for optimal registration. The site unable to get less than 3.5 millimeters (mm) acc uracy and when they tested accuracy, it was very off center and some green points were floating in space. Some points were buried in the skin on 3d image. The site restarted the tracing 3 times. Multiple strategies were discussed and the surgeon decided that he could not rely on the navigation system for accuracy for this procedure, and the rep was asked to take the navigation system from the room as it was no longer needed for the case. The surgeon completed the procedure with no manufacturer navigation and no medtronic representative present. Manufacturer imaging was also used and discontinued. No known impact to patient outcome. The amount of the inaccuracy was 6 millimeters (mm) and the inaccuracy was present in all directions. Tracer registration method was used and the inaccuracy occurred during patient registration. The passive planar blunt probe, small passive cranial reference frame were being used when the inaccuracy was detected. Only the passive plan was used with no issue. The location of the patient tracker was on the right side of the patient head. Procedure was a posterior fossa tumor resection with patient in prone position. The rep spoke with mr imaging staff and learned that the imaging with contrast was not formatted for navigation (mr-5cor mprage 3d) as well as the reference imaging chosen was not in axial nor was it good for navigation due to the mask worn during the scan, covering the eyes and nose. The rep and site discussed proper imaging and the rep gave them the imaging protocol. The imaging issues were discussed on march 30 with the doctor, as well as the option to use fudicials for accurate mapping. The rep believed this issue could have been avoided if the use of appropriate imaging and recommended strategies for tracing /patient registration were used. Surgical delay not provided.

Event description:
Additional information was received. It was reported that the incident may have been related to user error.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.